Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. It is indicated that the device was discarded and is not returning for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that prior to an aortic valvuloplasty procedure, pre-close placement of the proglide sutures was achieved in the right common femoral artery through a 6-french sized access site using perclose proglide devices. Reportedly, after the suture of the first proglide device was deployed successfully, through a 6-french sized access site, an attempt was made to deploy the sutures of a second proglide device, but when the needle plunger was removed no suture was present. The device was removed over a guide wire and another proglide device was successfully deployed. The sutures were set to the side. The access site was dilated to 11-french to match the outer diameter of the dilatation catheter. After conclusion of the aortic valvuloplasty procedure, the knots from the two proglide devices were sequentially advanced and tightened to achieve hemostasis. There were no reported adverse patient sequelae and no reported significant clinical delay in the procedure. The operator was reported to be trained in the use of the perclose proglide device. No additional information was provided.